Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, when the device was activated, the motor drive unit made a loud grinding noise. Upon troubleshooting, the motor would not spin and the coupler was misaligned. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). (B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. During the evaluation, the reported symptom was duplicated. The device was found to have a mis-aligned coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.